Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving effective stimulation coverage for her painful areas. The pt was reprogrammed and stated the stimulation coverage was not the same. X-rays showed no anomalies. Reprogramming will be attempted again to try to obtain better coverage,